Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the cook silicone balloon hysterosalpingography injection catheter did not deflate and had to be cut out from the patient. There was no harm to the patient. The device has been disposed of by the user and is not available for return. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the cook silicone balloon hysterosalpingography injection catheter was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of complaint history, the device history record, instructions for use, quality control data and specifications was conducted. The device history record was reviewed and noted there were no non-conformance issues. A review of complaint history revealed there has been two other complaints associated with the complaint device lot number (8446240) from the same facility and for the same issue. There have been no other complaints received. Prior to distribution, all cook silicone balloon hsg catheters are subjected to an inflation test to ensure proper balloon function. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A review of the instructions for use (IFU) noted the following warnings and precautions: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide, or any other gas. Precautions: do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. A definitive cause for this reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.